Event description:
It was reported that three days post implant the atrial lead exhibited high thresholds and was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 310c31 tissue valve, implanted: (B)(6) 2014. (B)(4).